Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the patient required revision surgery due to a piece still remaining inside of the patient.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: tip of the probe broke and left inside patient probable root cause: non-conforming component. Poor assembly process. Misuse. Use error. The device manufacture date is not known.

Event description:
It was reported that the patient required revision surgery due to a piece still remaining inside of the patient.